Event description:
It was reported via repair work order that the headend lift was intermittent and would not completely lower due to pinched sensor and power coil cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.